Event description:
Skin graft donation was attempted from the left thigh. The blade was inserted appropriately with a 1 1/2 inch guard. The depth was set to 0.10. A cut was allegedly made into the thigh. At the time, muscle closure was required and an alternate site for grafting was needed.